Event description:
The international philips field service engineer (fse) reported a ventilator¿s power management board failed. Patient involvement information is unknown but has been requested. No patient or user harm was reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone: & reporter phone number: (B)(6).

Manufacturer narrative:
The device was evaluated by the customer and an international al philips remote service engineer (rse). Multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response. It is unknown if any parts or repairs have been conducted.

Manufacturer narrative:
The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.